Manufacturer narrative:
(B)(4). This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-03077. Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 hv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created by edwards lifesciences to document the results of testing performed by edwards to study low sapien 3 thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the reported too-ventricular valve position post deployment with subsequent moderate-severe aortic regurgitation appears to be related to the loss of pacing capture and not pulling the flex catheter to the proper position prior to deployment causing the balloon to shift more ventricular upon deployment. In addition, the mild annular calcification may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transfemoral tavr procedure, post deployment the 26mm sapien 3 valve landed too ventricular with severe-moderate central leak and paravalvular leak (pvl). A second valve was implanted. At the beginning of the procedure the patient had hypertension and a low ejection fraction (low-mid 20's). The patient was unstable during the initial pacing run and did not tolerate the bav, becoming even hypotensive. It was decided to deploy the 26mm sapien 3 valve expeditiously. The blood pressure dropped more when crossing the native valve and there were issues with pacing capture. At that point, it was not noticed that the pusher had not been pulled back all the way before deployment, and upon inflation the valve shifted from its intended position and the balloon burst. The s3 valve landed 40:60 aortic/ventricular (too low) with moderate-severe central leak and paravalvular leak (pvl). They were able to remove the delivery system, leaving the esheath in place. There was no vessel injury. Since there was almost no calcium within the annulus to be concerned about, it was felt that the balloon burst due to the pusher not being pulled before inflation. This, in combination with the pacing not completely capturing and the patient becoming hypotensive, caused the 1st valve to move during deployment. The patient was extremely hypotensive and chest compressions were started while prepping a 2nd 26mm s3 valve. The 2nd valve was implanted more aortic, 90:10 aortic/ventricular - holding the 1st s3 valve leaflets and securing its location. Post deployment, there was no central leak and trace pvl. They placed a balloon pump and transferred the patient to ICU. One week later, the patient still hospitalized, but doing much better.